Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter was broken. The target lesion was located at the femoral artery. A rubicon 35 was selected for use. During insertion, as the device was passed through the introducer, it was noted that the shaft was fractured at approximately 20 cm from the hub of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patients' status was stable.